Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) system and the following day, the patient returned to the emergency room due to fever, chills, generalized weakness, nausea, a fall and confusion. It was noted the patient had sepsis of an undetermined organism. The patient was given intravenous antibiotics and discharged from the hospital two days later. The crt-d system remains in use. The patient is a participant in the electrocardiogram (ECG) belt clinical study. No further patient complications have been reported as a result of this event.